Manufacturer narrative:
The erroneous results were not reproducible. The erroneous results occurred with a specific sample. The customer indicated that the technologist who performed the repeat analysis did not notice the discrepancy between the hgb and plt results. A) the instrument generated flag (plt w/ r flag) that should have been reviewed prior to reporting out of the lab. B) questionable cbc results were reported out of the lab. The customer indicated that the lab supervisor discovered the discrepancy at a later time and the patient sample was repeat. The repeated result aligned with the initial cbc results. A principal systems specialist indicated that no service call was generated for this account. She added that the customer felt that was an internal issue of someone not reviewing the data appropriately. The customer indicated that the patient was transfused.

Event description:
A customer contacted beckman coulter regarding an erroneously low wbc result that was generated by the lh750 analyzer. The customer indicated that their lab was analyzing a patient sample that had a critically low wbc result of 0.4x 10 to the third power cells/ml. Other cbc parameter results provided by the customer included: rbc= 2.91 x 10 to the six power cells/ml, hemoglobin (hgb) 9.4g/dl and platelets (plt) 22x10 to the third power cells/ml. The customer indicated that per their lab protocol, rerun of low wbc or plt must be done after the analysis of a diluent blank in the analyzer. The patient sample was re-analyzed in a different hematology analyzer (lh750). The customer indicated that the low wbc result (after their calculation) was 0.2 x 10 to the third power cells/ml. The customer used the following formula in determining their low wbc rerun result: wbc result after diluent blank (0.3)-wbc result from diluent blank (0.1)= 0.2. Other repeated cbc parameter results included: rbc=2.22 x 10 to six power cells/ml, hemoglobin (hgb) 6.1g/dl and platelets (plt) 113 x 10 to the third power cells/ml. The customer indicated that that patient was transfused based on the erroneous results. Not additional information was provided by the customer.